Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported by a getinge field service engineer (fse) that after speaking with the customer over the phone, it was said that the batteries were replaced on this iabp unit after field actions (fa) implementation and fault is unable to be duplicated.

Event description:
It was reported that while a company designee was performing a field action on the cs300 intra-aortic balloon pump (iabp), he was unable to perform the battery run time test on the iabp; the batteries probably were expired. Also, the battery indicator light was not functioning. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
It was reported by a getinge field service engineer (fse) that after speaking with the customer over the phone, it was said that the batteries were replaced on this iabp unit after field actions (fa) implementation and the fault is unable to be duplicated. The customer placed the iabp back into clinical use.

Event description:
It was reported that while a company designee was performing a field action on the cs300 intra-aortic balloon pump (iabp), he was unable to perform the battery run time test on the iabp; the batteries probably were expired. Also, the battery indicator light was not functioning. There was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that while a company designee was performing a field action on the cs300 intra-aortic balloon pump (iabp), he was unable to perform the battery run time test on the iabp; the batteries probably were expired. Also, the battery indicator light was not functioning. There was no patient involvement, and there was no adverse event reported.